Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) regarding a patient receiving compounded morphine (25 mg/ml at 8.465 mg/day) via an implanted pump. The indication for pump use was non-malignant pain. On (B)(6) 2019 it was reported that a motor stall was seen at initial interrogation. He patient had recently had a CT scan, but no MRI. The pump logs showed a motor stall on (B)(6) 2019 at 10:45 pm; the motor stall was active. The patient heard the alarm and had an increase in pain. The patient had been on oral meds for pain. No further complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported that the actions and interventions taken to resolve the motor stall was the pump alarm was silenced and placed at minimum rate on (B)(6) 2019. The patient was admitted to the hospital on (B)(6) 2019 and a new pump was placed on (B)(6) 2019. No further complications were reported or anticipated.